Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's co2 module, lcd display, front panel, handle and cooling fan. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport v monitor, which may have affected co2 monitoring. No patient injury was reported.